Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump would not fill the tubing. She received a finish loading message on the screen. The customer was not able to prime the tubing. Her blood glucose level was 122 mg/dl. The product was not returned. Nothing further to report.